Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not yet returned.

Event description:
It was reported that when the fixed pin of the proximal rod assembly was hit in the bone, the pin was broken. The all broken part was removed.

Event description:
It was reported that when the fixed pin of the proximal rod assembly was hit in the bone, the pin was broken. The all broken part was removed.

Manufacturer narrative:
An event regarding head fracture from the pin involving a scorpio guide was reported. The event was confirmed based on the photo of the device provided. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photograph confirms the presence of "heads" on the pins and that the head of one pin is broken off. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event was confirmed based on the photo of the device provided; the head is broken from the pin. The exact cause of the event could not be determined as the device was not returned for evaluation. Return of the device is needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.